Event description:
It was reported that during the procedure in the mildly tortuous, non-calcified, eccentric distal right coronary artery, for treatment of a 90% de novo stenosis, a 3.0x18 rx xience prime stent was implanted. Within 24 hours hours post stent implant, sub-acute in-stent thrombosis was diagnosed via angiogram. Percutaneous coronary intervention was performed. The patient was discharged from the hospital on (B)(6) 2013. The patient is reported as recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.